Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device had clips that were scissoring and the second device that was opened had clips that were not crimping or closing all the way. A third device was used to complete the procedure. There were no adverse consequences for the patient. No devices will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: which firing of the device did this event occur on? 1st on both. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku if so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku. Did somebody other than the primary surgeon fire the instrument? If so, whom? Surgeon.